Manufacturer narrative:
The customer modified the m1 ambulance cot to include an incubator.

Event description:
It was reported that the cot with the incubator (+160kg) on, collapsed. No patient or caregiver injury. Further information will be added on tuesday, (B)(6) 2011, there will get the translation of the incident-report.